Manufacturer narrative:
H.6. Investigation summary: one photo and three safetyglide needle assemblies were received and evaluated. Two of the needle assemblies were in fully sealed blister packs from batch 9025855 (p/n 305916). One needle assembly was in a clear plastic bag with no cannula and attached to a 3ml syringe. There was also a loose cannula in a clear plastic bag. No visual defects were observed with the safetyglide assemblies in the fully sealed packages. For the loose safetyglide assembly and the loose cannula it appeared there was insufficient epoxy around the base of the cannula and on the inside of the hub, which was rejectable per product specification. Potential root cause for the insufficient epoxy defect is associated with the needle manufacturing process. The samples were forwarded to the needle manufacturing site for evaluation and potential root cause determination. Three samples were received. One 3ml syringe came with a needle hub connected to it. The needle hub doesn¿t have the needle. The needle hub was inspected under the microscope, there is no evidence that the adhesive used to fix the needle to the plastic hub was ever applied. A loose needle was provided; there no evidence of adhesive. Additionally, two needle assemblies were received. They came in opened blister packaging. They have handwritten ¿opened in canaan¿. Visual inspection was performed. No loose needle or any other defect was observed. Probable root cause: needle in process line assembly. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the adhesive to fix it. In this case the adhesive was not applied and not detected in the next processes. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no: 305916, batch no: 9025855. It was reported that during use of the bd safetyglide¿ needle the needle separated from the rest of the syringe and remained in the patient's left deltoid. The doctor was able to remove it with no patient injury. No medical attention required. The following information was provided by the initial reporter: per nursing director at the office, said that as the doctor was using the safetyglide needle during a flu shot injection on a 39 year old female patient. After the procedure when removing the needle the needle separated from the rest of the syringe and remained in the patient's left deltoid. The doctor was able to remove it with no patient injury. No medical attention required. The doctor has used these type before with no issues.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 305916 batch no: 9025855. It was reported that during use of the bd safetyglide¿ needle the needle separated from the rest of the syringe and remained in the patient's left deltoid. The doctor was able to remove it with no patient injury. No medical attention required. The following information was provided by the initial reporter: per nursing director at the office, said that as the doctor was using the safetyglide needle during a flu shot injection on a (B)(6) year old female patient. After the procedure when removing the needle the needle separated from the rest of the syringe and remained in the patient's left deltoid. The doctor was able to remove it with no patient injury. No medical attention required. The doctor has used these type before with no issues.